Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: a review of the pump¿s black box revealed a cs 012 alarm observed. Due to unresponsive buttons, the original complaint was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service 012 alarm issue with the pump. There was no reported adverse event associated with this complaint. This complaint is reportable as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.